Event description:
The anesthesiologist noticed the patient's temperature dropping during a procedure and a second esophageal stethoscope 400 series 18fr was inserted. They were labeled #1 and #2 respectively. At the end of the procedure, when both temperature probes were removed, one had a sheath and one did not. The anesthesiologist checked the patient's mouth and hypopharynx for the sheath, but it was not there. A surgeon came in and did an esophagoscopy and picked the sheath out with grabbers. The patient was on the operating room table an extra 20-30 minutes for the sheath removal.

Manufacturer narrative:
The manufacturing facility was contacted and sent the incident device for investigation. Extensive research was conducted in order to confirm no manufacturing errors contributed to this incident. The device met all specifications in place for the device. Production processes were checked and verified to have been effectively followed by manufacturing personnel. In addition to a pull test for breaking point, thickness parameters were determined to be correct as well. All production records were reviewed and found to be conforming with no discrepancies noted during final inspection. The root cause of the problem experienced could not be determined.